Manufacturer narrative:
Com-(B)(4).

Event description:
The transmitter was returned for evaluation. The following were performed: external visual inspection, voltage test, pairing test with the nordic bluetooth device, global transmitter final functional test. The data file was reviewed and the reported allegation was confirmed. The complaint could not be reproduced with the returned device. The probable cause could not be determined post investigation.

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: complaint # (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 a loss of connection had occurred. Product and data has been received for investigation. A follow-up will be submitted upon completion of investigation. No additional patient or event information is available.